Event description:
It was reported the bronchovideoscope experienced a blackout. The issue occurred during service/maintenance, not in a clinical setting. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, d9, d10, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and previous investigations through reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.